Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the supplied teflon sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. The supplied long arterial pressure tub-ing was connected to the iabc luer end. The bladder was fully unwrapped. The iabc central lu-men was noted bent at approximately 12.6cm and 35.3cm from the iabc distal tip. The iabc central lumen was noted kinked at approximately 21.5cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sam-ple. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 12.8cm and 35.5cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire could not advance at approximately 60.6cm from the iabc distal tip, which is the loca-tion of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 21.6cm from the iabc luer, which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump triggered a helium leakage alarm" is not confirmed. During the investigation, the returned iab catheter was fully intact. No leaks or alarms were detected during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "he catheter inserted into the patient successfully. After 30 minutes, the pump triggered a helium leakage alarm. Change the new catheter. Upon removal, the catheter was found to be bent". No patient injury or consequnece reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the catheter inserted into the patient successfully. After 30 minutes, the pump triggered a helium leakage alarm. Change the new catheter. Upon removal, the catheter was found to be bent". No patient injury or consequence reported. The patient's current condition is reported as "fine".